Event description:
During prep, product was leaking around the hub. Saline was a steady stream squirting out from the hub when the catheter was flushed. Only one of the catheters was saved by the account. No patient impact reported.